Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Unable to contact customer, no information provided.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "impaired integrity to the fluid chamber on the IV tubing right underneath the IV spike. Did not reach patient. Rn noted prior to administration."